Event description:
The customer reported that he's had to change the infusion set six or seven times due to high blood glucose and no delivery alarms. The customer stated that he had to go to the emergency room due to high blood glucose levels between 395 and 434 mg/dl. The customer also experienced fatigue and frequent urination. The customer stated that the insulin pump alarmed no delivery just being going to the emergency room, and he did change the infusion set. Troubleshooting was performed, and the insulin pump programming was correct. The insulin pump passed the prime test. The high pressure test was not conducted since the customer did receive several no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.